Event description:
Complainant alleged that during biomed testing, the device displayed a "defib comm error" message and the device failed the self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device has been received and a f/u report will be submitted when our investigation is complete.